Event description:
Received information the device had stopped by itself. The patient was unable to sync the device with the patient programmer. Pre-implant symptoms returned. When the patient was seen by the manufacturer's representative, the representative was also unable after multiple attempts to get the patient programmer to detect the ins. The representative reset the patient's remote and it worked. Once the patient was home, the device again stopped working. The patient tried the programmer and again it was unable to sync with the ins. Patient has developed issues with her l1 nerve in her hip since device implant. If additional information becomes available a follow up report will be sent.

Manufacturer narrative:
(B)(4).